Manufacturer narrative:
Details of complaint: customer stated device experience the following issues: -numerical values without waveforms -patients coming up on seemingly unrelated tiles -patient information not coming up in the tiles based on the nature of these types of issues, it seems like there is a workflow issue. They have tele primarily monitored on this cns and a few bsms on roll stands. When asked about how the clinical staff uses the monitoring devices, there may be a few steps that are not being followed. It seems that the nursing staff has the password and can make workflow changes. Customer was advised to send device to nk for evaluation. Customer was to confer with management and call back. Nk tech support made additional attempts to contact customer to no avail. Service requested: troubleshooting. Service performed: made unsuccessful attempts to contact customer. Investigation result: device was put into service on 1/30/2016. Service history for this device shows the following: 300043660 - created on 5/15/2016. Inquiry regarding create recall settings feature. 300051331 - created on 7/20/2016. Device gave error "video drivers not installed". The root cause could not be determined. All functions were normal after a reboot. 300052230 - created on 7/25/2016. Software upgrade. 300053882 - created on 7/29/2016. Alarm data was not going to connexall. The issue was caused by customer's connexall system. 300062898 - created on 10/21/2016. Device "froze" during use. Screen was blank due to cable being unplugged. 300063748 - created on 10/31/2016. Software upgrade. 300072960 - created on 1/20/2017. Device gave channel duplicate error when admitting a patient. The issue was caused by incorrect settings. 300074990 - created on 2/8/2017 - needed assistance with moving a patient. 300151266 - created on 11/26/2018 - current notification. 300151588 - created on 11/28/2018 - needed assistance with moving a patient. 300157355 - created on 1/28/2019 - needed assistance with moving a patient. 300183578 - created on 10/1/2019 - cns screen was blank. Investigation in progress. Service history above shows one incident related to customer's conexall emr system (300053882). Due to additional information could not be obtained from the customer, the root cause of the report issues could not be determined. Corrected information: approximate age of device: incorrectly calcuated.

Event description:
The customer reported that there are multiple issues going on with this cns in the cmu: numerics without waveforms. Patients coming up on seemingly unrelated tiles. Patient information not coming up in the tiles. No consequence or impact to the patient.

Manufacturer narrative:
The customer reported that there are multiple issues going on with this cns in the cmu: numerics without waveforms. Patients coming up on seemingly unrelated tiles. Patient information not coming up in the tiles. No consequence or impact to the patient was reported. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that there are multiple issues going on with this cns in the cmu: numerics without waveforms. Patients coming up on seemingly unrelated tiles. Patient information not coming up in the tiles. No consequence or impact to the patient.